Event description:
Complainant alleged that the autopulse device operated for only 10 minutes. Customer switched the li-ion battery and then the device worked properly for the remainder of the call. Customer reported that two li-ion batteries were used on the call; however, it is unknown which battery experienced the issue. No adverse patient sequelae was reported. No further details were provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.